Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a small amount of noise on shock electrogram realtime, however the rate/sense electrogram is clean. The shock lead impedance test was greater than 125 ohms. There is a pattern of widely fluctuating shock impedance measurements and it is noted that the last therapeutic shock was more than one year ago with a successful conversion at 14j and a shock impedance of 47 ohms. Dft testing done 2 years ago reported successful conversion at less than 14j with normal shock impedance.